Event description:
The doctor reported that the right atrial lead was dislodged from the appendage into the ventricle after routine x-ray review and interrogation one day post implant. Upon testing the helix deployment after removing the lead, he noted that the helix rotation was out of specification and appeared to "jump out" of the lead housing. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the proximal conductor (not obstructed) and blood was noted in/on the helix/lobe mechanism. The outer insulation was breached cut and there was apparent explant damage.